Event description:
Email received from FDA that reported the customer contacted them asking for a correction of the reference product. The event description per the email from the FDA: "a pt had the total parietal nutrition (tpn) running. The nurse went in the room and found the tubing wet. It appears as if there is a crack in the tubing where it connects to the filter. The tpn had been hung at a rate of 50 mls/hr and the leak was found the next day. IV (intra vascular) assessments were done at least every 2 hrs with the last one done in less than 1 1/2 hrs before the event was discovered. There were no issues noted prior to this. The tpn infusion was discontinued. A new one was not needed as the pt receives tpn for 20 hrs per day and infusion would have been completed in a little more than 1 hr." There was no pt harm and no medical intervention was required, add'l event or pt info was not provided.

Manufacturer narrative:
(B)(4). The customer's report of a crack and leaking was confirmed. Visual inspection of the returned set revealed a 0.445 inch crack on the female luer. Water sprayed from the crack immediately upon priming the set. No holes or tears were observed on the tubing or filter. The male luer clamp and smartsite valve were without cracks, crazing or other anomalies. The cause of the leak was identified as a crack on the female luer. The root causse of the crack was not identified.